Event description:
During the preparation of the coil, the physician noticed, that the coil was jammed inside of the introducer sheath. The coil felt as if it were broken from the pusher wire. The physician used a new one without problem.